Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a response he received to a message he posted on behalf of another ophthalmic surgeon, that during an intraocular lens (iol) implantation procedure, there was debris on the posterior iol surface. It happened twice - once fairly central and once isolated to the periphery. The surgeon initially thought it was due to the new scrub tech but looks like that particular thing wasn't her fault. It was only in 2 out of 16 cases. Additional information was provided indicating that a darkly pigmented linear debris of some sort was not spotted during lens loading but was present when the lens had been inserted through the cartridge that was filled with viscoelastic using a standard handpiece. The patient did fine. No further information is expected. There are two medical device reports associated with these two cases reported by an ophthalmologist in response to a message he received on behalf of another ophthalmic surgeon. This report is for the first of two cases.